Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had the scope communication error (e216) and the whiteout occurred with the image. The issue was found during an inspection for use. There were no reports of patient involvement.